Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 17146839 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had infection at the ipg and old midline site. Symptoms were heat at the pocket site and pus at both sites. It was unknown what caused the infection. The patient was administered intravenous antibiotics and underwent an explant procedure.

Manufacturer narrative:
Sc-1132 sn: (B)(4) device evaluation indicated that the ipg passed all tests performed. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-70 sn: (B)(4) device evaluation indicated that the lead was cut in two pieces. Visual and x-ray inspections found no cable breakage. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 ln: 17146839 device evaluation indicated that the clik anchor passed all tests performed. Visual and x-ray inspections found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had infection at the ipg and old midline site. Symptoms were heat at the pocket site and pus at both sites. It was unknown what caused the infection. The patient was administered intravenous antibiotics and underwent an explant procedure.